Event description:
It was reported that during an unknown procedure, the device was fired and all the staples were malformed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.